Manufacturer narrative:
Complaint conclusion: as reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not turn completely black and appeared faded hemostasis was achieved with manual compression. There was no reported patient injury. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, the indicator wire cowling locked against the handle assembly, an audible click was heard, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped, the physician did not have their thumb on the plug deployment button during retraction, and no red color was observed in the indicator window. When the device was removed, the indicator wire loop was deployed and showed no anomalies, and the device was not attempted to be deployed outside the patient¿s body. The procedure used a retrograde approach during an interventional procedure, and the patient was discharged without any particular problems. The operator was trained, the device was stored and prepped according to the IFU, and there were no visible signs of device or package damage prior to use. A 6f non-cordis sheath was used, femoral artery suitability on angiography including insertion angle was verified, the vessel diameter was confirmed to be at least 5 mm, and there was no visible calcium, plaque, stent, or stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm prior to exoseal vcd use. The product was discarded. A review of the manufacturing documentation associated with lot 18414714 presented no issues during the manufacturing process that can be related to the reported event. The reported event of "indicator window no change to indicator" could not be observed as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not turn completely black and appeared faded hemostasis was achieved with manual compression. There was no reported patient injury. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, the indicator wire cowling locked against the handle assembly, an audible click was heard, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped, the physician did not have their thumb on the plug deployment button during retraction, and no red color was observed in the indicator window. When the device was removed, the indicator wire loop was deployed and showed no anomalies, and the device was not attempted to be deployed outside the patient¿s body. The procedure used a retrograde approach during an interventional procedure, and the patient was discharged without any particular problems. The operator was trained, the device was stored and prepped according to the IFU, and there were no visible signs of device or package damage prior to use. A 6f non-cordis sheath was used, femoral artery suitability on angiography including insertion angle was verified, the vessel diameter was confirmed to be at least 5 mm, and there was no visible calcium, plaque, stent, or stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm prior to exoseal vcd use. The device will not be returned for analysis as it was discarded.